Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-mar-2016, an fse conducted on-site follow-up with the customer. The fse observed a defective #3 valve and check valves. The fse replaced the valves which returned the instrument to normal operation. The g8 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective #3 valve.

Event description:
On (B)(6) 2016, a customer reported peak pattern problems with their g8 analyzer. The customer stated that buffer valves 2 and 3 were not closing. The customer is unable to report hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.